Event description:
The hcp reported that it was noted that a portion of the pump was eroding through the skin; the pump was explanted and the pt went into baclofen withdrawal. The pt had been wearing a binder which was believed to be too tight, "wearing on the pump plate" and causing a blister. The pt was seen in the ER when the pump "was effacing". The timing of the events is unk, but following the explantation the pt became tachypneic, febrile (>40 degrees centigrade), elevated cpk>1000; elevated liver enzymes, "all organ enzymes were spiking", diaphoresis and extreme rigidity. Oral/nasocastric baclofen and valium were administered. The pt was intubated. The pt was released from the neuro intensive care unit in 2/2005. Pt stable but the extent of long term sequela is unk.